Event description:
It was reported that a flogard infusion pump did not function. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected and functionally tested. The reported condition of does not function was confirmed an f-94 alarm in the alarm log. The cause of the alarm was a depleted main battery. No repairs were made, and the device was put out of service. If any additional relevant information is received, a follow up MDR will be sent.